Manufacturer narrative:
A bec field service engineer (fse) was dispatched on 04/25/2013 for this event. The fse found a hole in the tubing through the no tubing at the pinch valve (pv66). The fse replaced the tubing and the instrument ran without any leaks. The repairs were verified per established procedures. Failure mode: the cause of the leak was a hole in the tubing through pinch valve pv66. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak inside the coulter lh 500 hematology instrument. The volume of the leak was about 1 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, protective eyewear, and a laboratory coat at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.